Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The downstream sensor was replaced.